Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to vaginal prolapse, rectocele, cystocele, enterocele, urinary incontinence and urethral hypermobility and mesh was implanted. It was reported that following insertion of the mesh the patient experienced erosion, urinary tract infections and urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08182. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a mesh revision surgery on (B)(6) 2008 due to infections, pain and erosion. (B)(4).